Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the helmer refrigerator fails to indicate when it was closed. A field service engineer replaced defective board and configured to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer failed to close. Customer indicated that there was a delay in the dispensing of medication caused by a reported malfunction. There were no adverse events or injuries reported based on this event.